Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not opened. The customer stated that this malfunction occurred while dispensing the medication and resulted in delay since it affected the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator would not open. The field service engineer (fse) restarted the refrigerator after diagnosis and tested for proper functionality. After restarting and testing, the station¿s functionality was confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.